Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06s60-22, that has a similar product distributed in the us, list number 06s60-20.

Event description:
The customer observed false negative sars-cov-2 igg ii quant results, when compared to a sars-cov-2 igg results, for a female patient with a high fever and a positive pcr test. The following data was provided (<50 au/ml is negative, >/=50 au/ml is positive): sample ID (B)(6), from (B)(6) 2020, result was 5.1 au/ml; sars-cov-2 igg result was 1.54 index, which is positive. Sample ID (B)(6), from (B)(6) 2020, result was 2.1 au/ml; sars-cov-2 igg result was 3.70 index, which is positive. Sample ID (B)(6), from (B)(6) 2020, result was 0.8 au/ml; sars-cov-2 igg result was 2.18 index, which is positive. Sample ID (B)(6), from (B)(6) 2021, result was 1.9 au/ml; sars-cov-2 igg result was 3.11 index, which is positive. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg ii quant results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Performance testing was done using an in-house retained kit of lot 24520fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Return testing could not be performed as returns were received in a compromised state. Device history record review on lot 24520fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported negative results for one patient when testing was performed with architect sars-cov-2 igg ii quant, lot number 24520fn00, in comparison to positive architect sars-cov-2 igg results. The patient had a history of igg positive results and was diagnosed with an asymptomatic covid infection. The patient started to have a high temperature on (B)(6) 2021, and pcr test returned a positive result. The customer repeated previous samples found to be igg positive using the igg ii quant assay and obtained negative results with the igg ii quant assay. In this case, it was reported that the patient was historically asymptomatic for covid with consistent positive igg results since (B)(6) 2020. Testing performed on the samples drawn since (B)(6) 2020 with the igg ii assay generated negative results, which are discrepant with the igg assay which could indicate potential false negative igg ii results. However, the patient may have a stronger immune response to the nucleocapsid protein. The sars-cov-2 igg ii quant assay is designed to detect immunoglobulin class g (igg) antibodies, including neutralizing antibodies, to the receptor binding domain (rbd) of the s1 subunit of the spike protein, whereas the sars-cov-2 igg assay is designed to detect igg antibodies to the nucleocapsid protein of sars-cov-2. In this case, the patient may have a stronger immune response to the nucleocapsid protein. Results should be used in conjunction with other data, e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg ii quant reagent, lot number 24520fn00, was identified. This follow up is being submitted to include information previously submitted using their respective fields.